Manufacturer narrative:
The sample received was evaluated and observed to have a burn mark with a small burn hole about 12 1/2 inches from the slush disc. The DHR was reviewed and it was noticed that this lot had (B)(4) pcs and it was manufactured on 11/28/2016. No defects were reported during quality inspections. This lot was manufactured in combined shifts. Based on the sample and device history record review, this does not appear to be the result of a personnel, process or material issue. Melts, though uncommon, can occur when the warmer is not draped properly, not turned off by using the power button, and/or there is insufficient fluid in the warmer basin, contrary to the operations manual, product labeling, product insert and in-service presentations. Because this appears to be related to misuse by the customer, no actions are being taken at this time.

Event description:
End user reported that at the end of case when drape was taken out of the machine, a hole was noticed that leaked the water and ice out. This breaks the sterility of the drape. This is the 3rd incident that this has happened. However the only sample available is from the most recent case on (B)(6) 2017. No patient injury or treatment was reported for the incident.